Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-jan-2023. Investigation summary: one sample was received and tested by our quality team. The sample was separated upon receipt and the customer's complaint has been verified. A high powered digital microscope was then used to determine possible root cause which was an improper application of solvent to the tubing where it is inserted into the drip chamber. A device history record review for model 10802688 lot number 22049351 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd alaris smartsite gravity set there was component separation and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: tubing is disconnecting from the drip chamber.

Event description:
It was reported while using bd alaris smartsite gravity set there was component separation and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: tubing is disconnecting from the drip chamber.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.